Event description:
During a procedure, the parallel saw blades did not create a parallel cut, causing the bone to not line up properly after the pt's osteotomy. Reportedly, the surgeon worked around this issue and it did not cause harm to the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.